Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment. Product was used for therapeutic treatment. Mentor obtape was reported to be used/ implanted during this procedure.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).